Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers alleged the pt began suffering from discomfort, soreness, numbness, and pain in her hip, thigh, and groin, and pain in her lower back. It is further alleges that her drs investigated the cause of her hip pain and found evidence of loosening in the components. The pt was told she would need revision surgery to remove the device and replace it with a new hip implant system.